Event description:
It was reported that pump displayed malfunction alarm malf 24 with fault ID 24-0x2219 and could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, and verified warranty and software status; technical support also provided instructions for storage mode, return of problematic pump within 10 days using prepaid materials, and programming of pump settings and connection of cgm on replacement pump, which customer understood and acknowledged.